Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the reference. Results as follow:" date: (B)(6) 2010, inratio: 3.5, reference: 2.4. The pt's son called because his mom did a correlation at the doctor's office with another poc testing device. Inr has been fluctuating in therapeutic range 2.5-3.5. Pt has two lot numbers of stirps and none match the code in the meter. They do not know what strips were used at the office yesterday, but the code in the meter does not match any strips used recently. Code was not changed by nurse in the office. The son changed the strip code and used lot 243934 and received inr=1.1 while on the phone with tech support.